Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported detachment could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the radiopaque marker on the tip of the sheath became detached and required retrieval. A wire was passed through the sheath tip, a balloon catheter was inserted; the balloon was inflated and the tip was retrieved. There were no adverse consequences for the patient.

Manufacturer narrative:
Uf/importer report number (B)(4).